Event description:
Baxter (B)(4) received a report that an infusor leaked from the fill port during filling. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Device evaluation: one used sample was received empty. Visual inspection of the sample showed no signs of physical abnormality. A functional leak test was subsequently performed by manually filling the sample with color water to its nominal volume. During and after fill, no evidence of leak was observed at the fill-port.